Manufacturer narrative:
Follow-up report - additional information (04/19/2016): device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor would not fully power on. The monitor exhibited a flash memory failure at bga components u102 and u105 on ca board sn (B)(4). Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. There is no indication that the malfunction caused or contributed to the treatment event, as the device was powered on in the field and able to acquire an ECG signal and deliver a full energy pulse. There was no death associated with the defibrillation event. Device evaluation summary: belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. During the transition to the 5hz signal, verification of the tactile vibration alarm and testing of the pulse delivery circuitry was completed successfully. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Monitor sn (B)(4) was returned to zoll manufacturing corporation for investigation. Monitor evaluation is currently underway. There is no indication of a device malfunction contributing to the reported inappropriate defibrillation as the monitor was able to appropriately acquire an ECG signal and deliver a full energy pulse in the field. Device manufacture date and device usage: monitor: 06/06/2012 - reuse. Electrode belt: 04/08/2015 - reuse. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction contributing to the defibrillation event. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock events was lack of response button use by the patient, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as svt exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6) clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll on (B)(6) 2016 to report that a patient experienced an inappropriate defibrillation event while in a medical facility. Svt at 180 bpm contributed to the false detection. The patient was reported to be using the restroom at the time of the event. Per review of the event the response buttons were not pressed during the entire event. The patient remained at the medical center following the treatment and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. Device evaluation summary: belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. During the transition to the 5hz signal, verification of the tactile vibration alarm and testing of the pulse delivery circuitry was completed successfully. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Monitor sn (B)(4) was returned to zoll manufacturing corporation for investigation. Monitor evaluation is currently underway. There is no indication of a device malfunction contributing to the reported inappropriate defibrillation as the monitor was able to appropriately acquire an ECG signal and deliver a full energy pulse in the field. Device manufacture date & device usage monitor: 06/06/2012 - reuse. Electrode belt: 04/08/2015 - reuse. The investigation into the event concludes that there was no device malfunction contributing to the defibrillation event. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock events was lack of response button use by the patient, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as svt exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll on (B)(6) 2016 to report that a patient experienced an inappropriate defibrillation event while in a medical facility. Svt at 180 bpm contributed to the false detection. The patient was reported to be using the restroom at the time of the event. Per review of the event the response buttons were not pressed during the entire event. The patient remained at the medical center following the treatment and continued use of the lifevest.